Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Pxt281218/11102371 UDI# (B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak and component migration.

Event description:
The patient referenced in this event file is enrolled in a (B)(6) designed to obtain data on device performance and clinical outcomes of patients treated with gore endovascular aortic products through the global registry for endovascular aortic treatment (great). (B)(6) is the clinical study database (csd), capturing the data through the grt 10-11 module. On (B)(6) 2014, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. Pre-treatment computed tomography angiography (cta) images showed that the maximum diameter of the aortic aneurysm/lesion was 58mm. On (B)(6) 2014, the cta revealed that the gore® excluder® aaa endoprosthesis (pxt281218/ 11102371) migrated distally (distance unknown) and this displacement caused a proximal type I endoleak. The cta showed that the maximum diameter of the aortic aneurysm/lesion was 58mm. On (B)(6) 2014, the patient underwent the reintervention to fix an endoleak using a gore® excluder® aaa endoprosthesis aortic extender component (pla360400/ 12023133), however, the endoleak persisted. The physician decided to use a medtronic device (36x50) as a proximal extender which was positioned and released below the renal arteries and was connected with the aortic extender component. Reportedly, a reliant balloon was used to accommodate the endoprosthesis in the aortic wall. The patient tolerated the procedure. On (B)(6) 2014, the cta showed that the maximum diameter of the aortic aneurysm/lesion was 58mm. The patient discharged from the hospital on (B)(6) 2014. No further adverse events have been reported.